Manufacturer narrative:
The reason for this revision surgery was reported as pain. The previous surgery and the surgery detailed in this event occurred 23.6 years apart. The healthcare professional indicated that there was a significant adverse event to patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the part and lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain.there was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as pain. The previous surgery and the surgery detailed in this event occurred 23.6 years apart. The healthcare professional indicated that there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised items were not returned for examination and the lot numbers were not provided. To adequately investigate this event, lot numbers are necessary. Given the limited information, a search for an invoice (of the previous surgery) produced no results, therefore; the items removed could not be identified. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient was presented with pain due to laxity 23 years post operation. Surgeon determined need for thicker poly.